Event description:
An explanted port was received at the device analysis lab without any info. Follow up findings: the port was removed and replaced due to a port leak.

Manufacturer narrative:
Taper ii: visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis of the device noted damage from a sharp instrument to the band tubing (this is the portion of tubing located between the stainless steel connector and the band, not the stainless steel connector and the port). There was no indication of wear related damage to the portion of the lap-band system returned. Analysis of the device also found pulled material from the port septum, which may have been caused by a needle puncture. Performance tests indicate no leakage at the access port or access port tubing. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." "Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage." "Care must be taken during band adjustment to avoid puncturing the tubing which connects the access port and band, as this will cause leakage and deflation of the inflatable section."